Event description:
Information received by medtronic indicated that the customer reported the insulin pump had a crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, and occlusion test. P-cap locks properly into the reservoir compartment. Successfully downloaded history files and traces using thus. Pump error 37 occurred during bootup on (B)(6) 2023, however the wrong time was inputted on the pump during the error, so the history files show an incorrect time of pump error 37 on (B)(6) 2023 16:07:55.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor or force sensor. The motor was tested outside of the device on the ngp stb3 and passed. Force sensor zero offset within specification (23.5 mv). The following were noted during visual inspection: scratched case, broken belt clip rails, cracked case-corner of belt clip rails, pillowing keypad overlay. Pump error 37 was during testing. Cosmetic damage confirmed at the belt clip rails. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.